Manufacturer narrative:
New and corrected information: report type: follow-up 1.

Event description:
This is a follow-up to add product problem as it was not provided in the initial report.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Tampons unraveled and broke into pieces. Consumer went to doctor and confirmed that all pieces were removed.